Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2010 and the mesh was implanted deeply as far it would go. As per patient, in medical notes a physical exam finding was documented as a tender reducible bulge. Following the procedure, the patient experienced painful recovery and lots of bruising, and for about month after the procedure, the patient¿s left leg was cold. After a couple of months, the patient began to improve. Approximately two years after procedure, the patient developed burps for several months. In 2014 the patient experienced a gradual increase in pain in his groin area. In (B)(6) 2015 after moving a heavy box, the patient felt a burst of heat under his ribs. Approximately one week later, the pain in his groin at the incision site became intense. The patient became constipated and throwing up which continues to this day. In (B)(6) 2016, CT scan revealed that the mesh was in position and physical therapy needed. A month later, the patient was still experiencing excruciating pain. The patient was diagnosed with diverticulitis and needed to wear a girdle and have a revision surgery. Another doctor stated that the mesh was strong and in place, bowels were normal and there was no diverticulitis. The patient stated his stools were pelletized followed by ribbon like stool. In (B)(6) 2016, a cyst was discovered on the patient¿s back behind where the mesh had been implanted and required three nerve blocks. The patient was also told he had arthritis. The doctor opined that scratch marks in the pelletized stool were from where the mesh had grown into colon. At this time, the patient is still experiencing a constant pain. It was also reported by the patient that his operative notes indicate the mesh was implanted because the tissue was thin. The patient is currently seeking additional medical opinion to remove the mesh, which he believes has migrated to and become embedded in his bowel.